Event description:
It was reported that the customer needed a complete functional analysis for the insulin pump. No further details given.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, a21 error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor (gold). Unit received with broken reservoir tube lip and battery tube threads. Unit received with cracked belt clip slot, case at reservoir tube window corners, reservoir tube window and case at display window corners. Unit received with minor scratches on lcd window.